Event description:
It was reported to boston scientific corporation that a prolieve thermodilatation system, refurbished, was used during a benign prostatic hyperplasia (bph) procedure. The pt received 42 minutes of treatment when a heat exchange temperature plate error message was displayed. The physician felt the pt had received enough treatment and completed the case. Follow up with the complainant revealed the pt is "fine" and there were no complications. Note: the event, as reported, did not reflect an MDR-reportable scenario. However, eval of the returned console revealed an MDR-reportable malfunction of "rf output readings are too high". The MDR is based upon the eval results.

Manufacturer narrative:
The suspect device, a prolieve thermodilatation system, refurbished, was sent to sanmina for analysis. Eval results state that heater plate temperature was not working and the rf calibration failed. The malfunctions were addressed by replacing the peltier chips and recalibrating the rf module. (B)(4).